Manufacturer narrative:
The reported events of failure to capture, failure to sense and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, failure to capture, failure to sense and high pacing impedance were noted on the right ventricular (rv) lead. The rv lead was replaced, and a new lead was successfully implanted. The patient was stable.